Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was glitching as a whole. It would freeze up, screens would pop up randomly and kicking out of applications. The system then passed the system checkout and was found to be fully functional. No devices were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that they received an error message at the end of a case. They were on their last two screws and a dialog box popped up 'starting new case'. They clicked the 'x' to close the box, and the system exited to the application login screen. They were able to log in, but aborted navigation because they were almost done with the case. It was further clarified that the error message did not appear on the screen while navigating. What did happen was while navigating both screens will become unresponsive. Neither touchscreen will work, the mouse will not move and sometimes the account will get kicked out of the application to the login screen. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The ssd for the navigation system was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through a review of returned files. There was no indication a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.